Event description:
(B)(4). Event took place in (B)(6). Users narrative: whilst performing a femoral nerve block with a 22g, 50 mm pajunk needle, the needle snapped off from the plastic hub with a clean break, and was lost deep in the pts sub-cutaneous tissues. The above was witnessed by the surgeon and the odp, and no undue forces were applied to cause this, although the pt was obese, and the block would have been quite difficult. Surgeon using x-ray control made a 1-1.5 cm incision in the groin and was able to fully remove the broken 50 mm needle intact. It was bent at 90 degrees due to the surgical removal. On inspection another unopened needle of the same batch lot 920, was found to be broken off in the packet and this batch was immediately removed and the rep informed.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.